Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user developed red, raw weepy, itchy skin to the peristomal skin that extended one (1) inch beyond the tape collar. The end user noted that area would have pinpoint bleeding at times. She informed that she saw a local ostomy nurse. The end user further reports that she crusted with stomahesive powder then prescription nystatin powder and cavilon protective barrier wipes and also took an oral prescription anti-fungal medication diflucan. The end user informed that the issue did not resolve until she was changed to a tapeless competitor¿s product. She reports that the bleeding has resolved and skin is healing. Product removed and replaced with the competitor¿s product. The end user was prescribed diflucan and nystatin powder to treat the area. The bleeding has resolved and the skin is healing. No product malfunction reported. No photos were provided.

Manufacturer narrative:
Updated to include the outcome attributed to adverse event. Corrected statement - based on the available information, this event is deemed to be a reportable malfunction to based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.